Manufacturer narrative:
Product ID: 977c265, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2019, product type: lead; product ID: 97791, lot# unknown, product type: accessory; product ID: 97791, lot# unknown, product type: accessory. Analysis results were not available at the time of this report. A follow up report will be sent once analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. The rep reported that the case was scheduled for (B)(6) 2019. The rep reported that there was a shocking sensation and electrodes were out. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that the patient felt like the implant was switching on/off last week and since then felt an extreme shock when in certain positions. An impedance check at .7v and reference 0 showed contacts 9, 10, 12 and 15 as greater than 10000. A check at 3v showed only contact pair 9 and 12 as greater than 40000. Going through the references the only contacts showing greater than 1500 ohms were 10, 12 and 15. The representative was going to reprogram the patient and noted there were no traumas or falls that prompted this. The indications for use were spinal pain and failed back surgery syndrome.

Manufacturer narrative:
Continuation of d11: product ID 977c265 serial# (B)(6) implanted: (B)(6) 2017, explanted: (B)(6) 2019. Product type lead product ID 97791 lot# unknown. Product type accessory product ID 97791 lot# unknown. Product type accessory h3: analysis of the ins (B)(6) found insignificant anomalies. Analysis of the lead (B)(6) found that the #9, 10, 12, 13 and 15 conductors were broken 11.8cm from the distal end. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep) the rep reported that it was suspected the cause of the shocking and impedances was due to an issue with the lead, which would be returned. The rep reported that the shocking and impedances were resolved because the patient turned off his stimulator. No further complications were reported.